Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor's office. A new veneer was cemented using the same optibond solo plus and nx3 dual cure clear products, without further incident. To date, the patient is doing fine. The product involved in the alleged incident was not returned; therefore, an evaluation for adhesive strength was performed on a retained sample, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor's office alleged that three (3) patients had experienced the loss of a veneer after placement with the optibond solo plus and nx3 dual cure clear cement products. This is the first of three (3) reports.